Event description:
A patient was receiving insulin by infusion pump. IV rate was checked and found correct of 4.4 cc/hour at 1855. At 1910 the pump rate was 97 cc/hour. Blood sugar was checked and was at 436. Nnp (neonatal nurse practitioner) was notified. Blood sugar was rechecked at 1930 and it was 303. Nnp was notified.